Event description:
Boston scientific received information that during the explantation of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that the header was loose when it was removed from the pocket. The physician reported that the manipulation during the procedure may have caused the damage. All measurements taken before the procedure were within normal parameters and there was no evidence of header separation while the device was implanted. No adverse patient effects were reported. The crt-d was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. In addition, there were tool marks on the header and device case. Review of the memory revealed that the device was able to deliver therapy prior to explant. The header most likely intact while the crt-d was implanted and became loose during the explant procedure. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.